Event description:
Three smith and nephew smartstitch perfect passer connectors (ref (B)(4), lot 2005152) malfunctioned and broke inside the pt during a shoulder surgery; all pieces were able to be removed from pt.